Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : a complaint was received regarding a custom request, sri product code: apau0204, batch enz250119. The complaint specifies that: "instrument is blunt." An investigation was carried out by the sri team. The item was returned for inspection. Some material wear was visible on the instrument cutting edges. Per the lot number recorded the instrument was first released in 2016. A total of (B)(4) instruments have been manufactured with this product code, with the product code being available since 2019. 2 similar complaints (B)(4) were identified against this product code. The product was removed from circulation and will be quarantined during the investigation period, then disposed of. Per franchise complaint handling policy. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Based on the investigation, the need for corrective action is not indicated. No patient harm was recorded. Complaints on this code will continue to be monitored and trended per franchise procedures, with local reporting to depuy synthes franchises. Photographs attached device history lot ; per the lot number recorded the instrument was first released in 2016. A total of (B)(4) instruments have been manufactured with this product code, with the product code being available since 2019. 2 similar complaints (B)(4) were identified against this product code. However the product geometry of apau0204 has been revised (per (B)(4)) since this complaint to improve the cutting profile. Complaint (B)(4) relates to the previous geometry.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the reamer is dull.